Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant, on (B)(6) 2024, at 1015 hours therapy was initiated using an infusomat pump programmed to deliver intravenous (IV) pembrolizumab. The therapy was run from 1015 hours to 1045 hours using a cyto-set with no issues experienced during that time. At 1101 hours, the user proceeded with two premeds, dexamethasone and diphenhydramine, using a pvc line and pump to run at a rate of 600 milliliters (ml) per hour and 400 ml/hour, respectively. However, both premeds experienced under-infusions; the dexamethasone at 1112 hours and the diphenhydramine at 1136 hours. The pump was switched out and the chemotherapy was continued without any further issues being reported. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The described infusion could be found with a volume of 100ml and a rate of 600ml/h. During this infusion, no abnormalities were found. The second described infusion was also investigated. The infusion was started with a volume of 100ml and a rate of 400ml/h. At this, no malfunction could be detected. No other abnormalities were found. Judgment: the complaint could not be confirmed.